Manufacturer narrative:
After receiving the MDR reports mw 5163490 and mw 5163491, although there were no product batch numbers in the reports, we investigated and analyzed products of the same specifications from the same period based on their expiration dates. We focused on checking the samples and batch records of the two batches 20210202 and 20210205 with the same specifications that were closest to the expiration date in the reports, and did not find any abnormal situations of sheath detachment. Regarding the detachment and misalignment of the safety device, we discovered this issue during the production process in february 2023 and have upgraded and improved the assembly machine for this type of product by adding a safety injection needle sheath inspection device and confirming its effectiveness.

Event description:
MDR report mw5163490 and mw5163491: on (B)(6) 2024, after administering the flu vaccine, attempts were made to engage the safety mechanism on the needle. However, the mechanism detached completely while I was holding the ankles of a 7- month-old patient with one hand and the exposed needle in the other. To mitigate risk, I placed the needle as far away as possible from the work area before proceeding to administer the final vaccine. Upon attempting to engage the safety mechanism on the second needle, I observed that it became unhinged and misaligned, rendering it non-functional. Consequently, I was unable to safely engage the mechanism on the second needle as well. The needles being used wuzhou 25g x1" safety needle.